Manufacturer narrative:
The log of the affected device was made available for investigation and analyzed. This confirmed that the device restarted once during ventilation at the reported time. The restart was caused by a technical deviation within the electronic system. The single restart was successful and ventilation continued. The savina 300 device continuously monitors the status and function of its internal components and software modules. A deviation within the electronic system triggers a software-controlled restart to reset the entire electronic system. The pneumatic system opens, reducing the airway pressure to ambient pressure and allowing the patient to breathe spontaneously. This system reset is combined with a high-priority audible and visual alarm. After a successful restart, ventilation resumes with the last settings after 12 seconds at the latest. In this case, the device responded as intended. No health consequences for the patient were reported. The number of similar cases attributable to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the device alarmed and went out during ventilation. No health consequences for the patient were reported.